Event description:
It was reported that a physician in an online survey stated that "no, user was not able to successfully flush the drainage tube¿ because the user might not have understood or correctly followed the instructions for use or the operating steps of the product" in relation to bard dignishield stool management system.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "incorrect/ missing translation; missing instructions". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "figure 8 ¿ flushing the device if the drainage tube becomes clogged, flush the device by filling the syringe with tap water, attaching the syringe to the purple ¿flush¿ port, and depressing the plunger. 6. Flushing of the drainage tube if the drainage tube becomes obstructed with fecal matter, flush the tube by filling a syringe with tap water, attaching the syringe to the purple ¿flush¿ port, and depressing the plunger. Make sure the flush port remains parallel to the catheter in order to prevent kinking in the tubing and blockage of the injected water. This is used to maintain an unobstructed flow of stool into the collection bag (figure 8). If repeated flushing with water does not return the flow of stool through the catheter, the device should be inspected to determine if there is an external obstruction (i.e. Pressure from a body part or piece of equipment). If no source of obstruction of the device is detected, use of the device should be discontinued. Precautions ¿ if the catheter becomes blocked with solid particles, it may be flushed with water (see figure 8 - ¿flushing the device¿). If obstruction of the catheter is due to solid stool, use of the device should be discontinued. Warnings do not use improper amount or type of fluids for irrigation/flush or cuff inflations. Never use hot liquids." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that a physician in an online survey stated that "no, user was not able to successfully flush the drainage tube¿ because the user might not have understood or correctly followed the instructions for use or the operating steps of the product" in relation to bard dignishield stool management system.